Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced that infusion set was leaking in the tubing on (B)(6) 2025, which resulted in elevated blood glucose levels. The infusion set was in use for two days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6009499 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6009499 was manufactured according to the wi version 81, packaged in the line m12, on 30/sep/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4j05476 was manufactured according to the wi version 27, manufactured in the line assembly quick set, on 30/sep/2024 with a total of (B)(4) units. Gluing tubing DHR review: the lot 4j02993 was manufactured according to the wi version 42, manufactured in the machine gluing 04-05-08, on 26/sep/2024 with a total of (B)(4) units. The lot 4j05586 was manufactured according to the wi version 42, manufactured in the machine gluing 08, on 29/sep/2024 with a total of (B)(4) units. The lot 4j05471 was manufactured according to the wi version 42, manufactured in the machine gluing 04, on 30/sep/2024 with a total of (B)(4) units. Trending: a query was run in database on 13/jun/2025 against malfunction code evaluated leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6009499 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.